Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It could not be confirmed which of the two clips experienced the inability to remove the lock line. Both clips are from the same base lot: 70728u113, 70728u118. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Per the mitraclip instructions for use, the first step of clip deployment is the removal of the lock line. All available information was investigated and the reported inability to remove the lock line appears to be a result of the IFU deviation. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This event is filed for inability to remove the lock line. It was reported that the patient underwent a mitraclip procedure. One clip was implanted without difficulty and the decision was made to implant a second clip. The mitral regurgitation (mr) was reduced and clip deployment was initialed. Final arm angle testing was performed and the gripper line and lock line removability testing was performed. However, the lock line was not removed and the clip was deployed. The gripper line was removed and it was noted that the lock line was still in place. Troubleshooting maneuvers were performed, but it was not possible to remove the lock line. The patient was sent for a surgical procedure and the mitral valve was replaced. No additional information was provided.